Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿impingement and rim wear associated with early osteolysis after a total hip replacement¿ by robert l. Barrack, md. And thomas p. Schmalzried, md., published by the journal of bone and joint surgery (2002), vol. 84-a, no. 7, pp. 1218-1220, was reviewed. The authors report the case of a patient who had early symptomatic pelvic osteolysis without obvious radiographic linear penetration of the femoral head. In this patient, impingement of the neck of the femoral stem on an elevated rim liner was a major contributing source of polyethylene wear particles. Patient identifiers: (B)(6) female ballet dancer. Height: 150 cm. Weight: 41 kg. Indications for tha: progressive degenerative arthritis secondary to developmental dysplasia. Implanted depuy products: 52-mm duraloc sector cup, enduron polyethylene liner with a 100 angled face, 28-mm cocr modular femoral head with a +0-mm neck length, and a bantam cementless stem. Indications for revision: 15 months after index tha, the patient experienced groin pain that initiated with activity. At 18 months, the pain became continuous, limiting her ability to dance and was unaffected by nsaid pain relievers. Radiographic studies revealed retroacetabular osteolysis. Revision surgery was performed at 24 months. Intraoperatively, the polyethylene line had gross wear and deformation on the posterior rim. The cup was well-fixed and properly placed but was revised to allow repair of the acetabular osteolysis. The surgeons elected to exchange the femoral head to correct a patient identified slight limb asymmetry. There were no further complications and the patient returned to full activity following revision surgery impacted depuy products: enduron polyethylene liner: implant bearing wear, pain, osteolysis, decreased joint range-of-motion. There was no reported product problem with the cup, head, and stem. The decreased joint rom, pain, and osteolysis are attributed to the excessive wear of the polyethylene liner."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Review of the attached images confirmed the reported allegation of osteolysis. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.